Event description:
Additional information was received. It was reported that the issue occurred pre-operatively when the biomed was checking out the system. There was no delay as the patient was not present at the time of the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: initial reporter information updated, see section e. Concomitant product lot numbers: product ID 9735787: lot s21060040 product ID 9735788: lot 21140080 h2, h3, h6: the returned uninterrupted power supply (ups) (product ID 9735787) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned uninterrupted power supply (ups) (product ID 9735788) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned battery (product ID 9735773) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned battery (product ID 9735771) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, product ID: 9735863, product ID: 9735771, product ID: 9735788, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptable power supply (ups) and batteries for the main cart and camera cart were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G02027 corresponds to the concomitant product 9735788. G02002 corresponds to the concomitant p roduct 9735773, 9735863, and 9735771. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system turned off during surgery. No further information provided.